Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited episodes of double counting the patient's slow ventricular tachycardia. Delivery of anti-tachy pacing (atp) accelerated the rhythm to ventricular fibrillation (vf) and then the patient gets shocked. 12/07/2004: guidant received additional information that the patient with this crt-d was feeling all of the atp pulses and has been needing more frequent atp due to increased ventricular tachy (vt) events.